Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reportedly put the pump in his pocket and felt it was hot to the touch. When he removed the pump he noticed it was hotter near the battery. There was no medical intervention sought and the pump did not burn the pt. There were no visible damages detected on the pump and there was no moisture or corrosion noted in the battery compartment.